Manufacturer narrative:
During the device evaluation, the printed circuit board had failed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera 4k uhd camera control unit was returned as part of the asset return process. During routine inspection of the device by olympus, intermittent e117 message occurred indicating printed-circuit board failure. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, e117 error occurred due to printed-circuit board failure. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.